Event description:
Covered with bone. Patient presented with bone type IV and inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: hypersensitivity. No further patient complications were reported.